Manufacturer narrative:
This information is based on journal literature and the subsequent follow up information received from the company representative. All information provided is included in this report. Concomitant medical products: product ID: adsr01, serial# (B)(4), implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the products are still in use and there were no allegations against the products. There was no further medical/ surgical intervention taken and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: management of congenital complete heart block in a low-birth-weight infant. J card surg. 2016;31(10):645-647.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg) and epicardial lead. When the patient was (B)(6), a permanent pacemaker was implanted, as well as an epicardial lead. The article reported that one week after implantation, a ¿superficial infection of the median skin incision developed.¿ the infection improved by using ¿saline lavage.¿ two weeks later the patient developed a pleural effusion, which improved with the administration of a ¿triglyceride formula.¿ the patient was discharged two months after the patient¿s condition improved. The ipg and lead remain in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.